Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was missing a component. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the trifuse extension set was found with one of the maxzero connectors missing, which appeared to have broken off completely without any pulling or removal by force.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that the trifuse extension set was found with one of the maxzero connectors missing, which appeared to have broken off completely without any pulling or removal by force. Two photos were submitted for quality evaluation. Investigation of the two photos indicate that the mz9266 connector collar broke off the connector and stayed engaged with the corresponding female luer. The customer complaint of component damage was confirmed. The investigation was then forwarded to the manufacturing location for root cause analysis. After investigation, the possible root causes are related to lack of solvent due to an incorrect solvent application method by the assembler. A quality alert was generated to communicate, reinforce the correct solvent application method according with the equipment procedure, to avoid separation between components. The reported on this complaint was produced before the actions mentioned above. A device history record review could not be performed because the lot number is unknown.